Event description:
It was reported that the catheter was used during a procedure to image the right popliteal artery, which was tortuous and had 99% occlusion. The catheter was introduced in the body through the femoral artery but the image disappeared while the catheter was being advanced to lesion. The catheter was removed from the body and was flushed but the image did not recover. A second catheter and the same guide wire successfully completed the procedure. There was no report of patient injury.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, (B)(4). The device was received by the manufacturer for evaluation. Upon visual inspection it is observed that the shaft was wavy near the exit port skive. The device was examined under a light microscope and a puncture was observed through the inner guide lumen and outer shaft 1cm distal of the exit port skive. The internal core wire was also observed to be wavy in the same area of shaft damage. The device was functionally tested and an incomplete image was produced due to fluid ingress in the scanner. This type of damage is typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. The IFU precautions for this device states that "when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur."